Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 09-jan-2023 noted a correction to the 3500a follow-up #1. It should have included the following: under h6. Type of investigation the code: "analysis of data provided by user/third party (b15). Under h6. Investigation findings the code: "appropriate term/code not available (c22) under h10. Additional manufacturer narrative: h6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.

Manufacturer narrative:
The investigation was completed on 12-nov-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and brim cap detachment issues occurred. It was reported that the hub disintegrated when the physician pulled the dilator out and there was blood leaking from the hub/valve. The sheath was replaced and the issue remained. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced and the issue resolved. The bwi representative also reported that the distal end of one of the sheaths were clipped by the hospital staff. Additional information was received. The bwi representative believes the hub broke. It is believed that the hemostasis valve (gasket) dislodged inside the hub. The hemostatic valve did not dislodge outside the hub, they believe the hub failed. The brim cap/hub became detached from the sheath. The sheath was being used on the patient. There were no patient consequences, therefore no treatment was required. The approximate volume of blood loss was unknown. The distal end of the sheath was clipped by hospital staff as they clip all vizigo sheaths after the case for recycling purposes. A picture was received for evaluation following biosense webster's procedures. An analysis was performed on the picture that was provided. According to the picture provided by the customer, the brim cap, silicon ring and hemostatic valve were observed detached from the hub. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The issue reported by the customer was confirmed based on the picture received. The product was returned to biosense webster (bwi) for evaluation. The product analysis was performed as appropriate in order to find the root cause of the complaint. Visual and microscopic examinations of the returned device were performed following bwi procedures. Visual analysis revealed that the brim cap, hemostatic valve, and silicone ring were detached from the hub, additionally, the tip was found damage. A microscopic examination was performed, and the presence of adhesive on the brim cap was confirmed, all the components were placed in the correct order, the root cause of this issue could not be determined but it could be related to the use of excessive force while manipulating the device, however, this could not be conclusively determined. According to the reported event, the distal end of one of the sheaths was clipped by the hospital staff, and it could be related to the damage observed on the tip during the visual inspection. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-oct-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and brim cap detachment issues occurred. It was reported that the hub disintegrated when the physician pulled the dilator out and there was blood leaking from the hub/valve. The sheath was replaced and the issue remained. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced and the issue resolved. The bwi representative also reported that the distal end of one of the sheaths were clipped by the hospital staff. Additional information was received. The bwi represenative believes the hub broke, picture attached. It is believed that the hemostasis valve (gasket) dislodged inside the hub. The hemostatic valve did not dislodge outside the hub, they believe the hub failed. The brim cap/hub became detached from the sheath. The sheath was being used on the patient. There were no patient consequences, therefore no treatment was required. The approximate volume of blood loss was unknown. The distal end of the sheath was clipped by hospital staff as they clip all vizigo sheaths after the case for recycling purposes. The staff was reminded to not clip the end of the sheath for that case but forgot and clipped the vizigo anyway. The event was assessed as MDR reportable for brim cap detachment issues under both the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small.